Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose readings of 600 mg/dl. It was noted that the customer was not admitted at the time of the call. Customer was unable to troubleshoot at the time of the call. No further information reported.